Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported patient underwent initial right total knee arthroplasty. Subsequently, the patient underwent a manipulation under anesthesia with cortisone treatment due to pain, swelling, and stiffness. After treatment, the patient¿s mobility improved for a short time but then symptoms returned. The patient underwent a revision of the articular surface with extensive arthrolysis due to arthrofibrosis approximately two years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42521000510 63982344 articular surface fixed bearing; 42502606402 64082009 femur cemented cruciate retaining (cr) standard right size 8. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00131, 3007963827-2020-00132.

Event description:
It was reported that a clinical study patient underwent an initial right knee arthroplasty. Subsequently, patient experienced, stiffness, arthrolysis and was treated with movement under anesthesia approximately two years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.